Event description:
It was reported that the patient's device was interrogated and it was noted the device is not modeswitching. The device was reprogrammed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead, implanted: (B)(6) 2009; 5054-52 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).